Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset with separate case. During the device analysis, the service repair technician indicated a foreign object found on forceps elevator wire. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.